Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist attempted to recreate the issue but was unable to reproduce it during the call. The drawer functioned properly during testing and also worked correctly for the transaction after testing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay no adverse events or injuries reported based on this event.